Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 device was not detected on bus. The field service engineer found that the lights were off on the bus controller, so the controller was replaced. However, the station still did not boot up, so the fse replaced the drawer controller on drawer 5. The fse also found that the position sensor was broken and replaced the sensor. The unit was tested in test mode and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5 was not detected on bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.